Event description:
Several "gas loss" alarms sounded from the pump. Event complications: none from the event-reported 12/04/97. Pt's current status: unk-rpt'd 12/4/97.

Manufacturer narrative:
Evaluation summary: evaluation: underwater leak testing disclosed a leak in the iab membrane. Under microscopy, a smooth-edged penetration was seen at the leak site. Probable cause of difficulty: the physical evidence indicates that the source of the balloon leak was a penetration of the membrane probably caused by contact with a sharp edged object. The membrane damage may have occurred prior to or during balloon insertion.